Manufacturer narrative:
Product event summary: analysis confirmed the reported issue, as a result the stylus was calibrated. It was also observed that the microphone was not working, the microphone was then replaced. Software was reloaded. The programmer then passed final quality assurance testing.

Event description:
It was reported that there was intermittent function of the touchscreen with the touch pen. Early in the day it worked but then it stopped working later on in the day. Different stylus pens have been tried but the issue was not resolved. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.